Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex."

Event description:
Procedure type: urological/gynecological. According to the reporter, the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury, erosion of her internal bodily tissue, and has undergone multiple surgeries and revisionary procedures.